Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, not able to duplicate issue. Passed bench test when connected as programmed. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, not able to duplicate issue. Passed bench test when connected as programmed. Dealer advised mpj joystick shows error controller not connected and causes tilt not to work and motors not to drive. Dealer advised enduser has had the chair about two and a half years. Dealer advised enduser has had to wait five hours once and two hours again before chair started working. Dealer advised enduser is currently still using the chair. Dealer could not provide any further information. Dealer advised enduser stated was in bedroom and chair just took and ran him into the desk and broke left legrest, left height adjustment lever on armrest and armpad was tilted back causing left outer calf to be cut open about six inches and outer part of the left arm between elbow and hand had a road rash from rubbing on side of the desk. Dealer advised cut was bleeding and did not seek medical attention. Dealer advised enduser stated just bruised up.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised mpj joystick shows error controller not connected and causes tilt not to work and motors not to drive. Dealer advised end user has had the chair about two and a half years. Dealer advised end user has had to wait five hours once and two hours again before chair started working. Dealer advised end user is currently still using the chair. Dealer could not provide any further information. Dealer advised end user stated was in bedroom and chair just took and ran him into the desk and broke left leg rest, left height adjustment lever on armrest and arm pad was tilted back causing left outer calf to be cut open about six inches and outer part of the left arm between elbow and hand had a road rash from rubbing on side of the desk. Dealer advised cut was bleeding and did not seek medical attention. Dealer advised end user stated just bruised up.